Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had random upstream occlusions alarms. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'random upstream occlusion alarms' was not reproduced. A review of the event history log (ehl) revealed occurrences of ' upstream occlusion!' Messages. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of calibration. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.